Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was patient condition related, specifically the patient's calcified vessels. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the impella cp device could not pass the femoral artery, due to stent in place and peripheral arterial occlusive diseases (pavk) as well. Delivery attempts were made although contraindications present. It was decided to replace the device. Patient was reported to be stable; no further information is available.